Event description:
It was reported that the attachment overheated during a surgical procedure. The case was completed as intended. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The product has not yet been received at the manufacturer. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.